Manufacturer narrative:
The device was not returned for evaluation. Imagery was provided by the complaint site and mild calcification and tortuosity were observed in the patient¿s left access vessel. One strut was observed, to be bent outward approximately 90 degrees at the inflow. A device history record (DHR) review was performed, and did not reveal any manufacturing related issues that would have contributed to this event. A review of lot history revealed, no other complaints for vale frames damaged during use. Although the damage was confirmed, a complaint history review is not required as the issue has been previously identified in a product risk assessment, which captures root cause analysis for the issue. The instructions for use (IFU), device preparation training manual, and procedural training manual were reviewed, for instructions or guidance for proper preparation and use of the devices. During delivery system insertion through the esheath, correctly orient the delivery system and check the position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary, due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm, while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing of the sapien 3 ultra transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed, during manufacturing process and testing performed, during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The damage to the valve frame was confirmed. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications, that a manufacturing non- conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿there was a lot of resistance when passing the delivery system with the crimped valve through the sheath, and one of the valve struts bent and remained perpendicular to the direction of the prosthesis, protruding from the sheath¿. And per provided imagery, the patient¿s access vessel had calcification and tortuosity. The presence of tortuosity and calcification in the access vessels can create a challenging pathway during delivery system advancement, and lead to resistance and high push force. Per training manual, ¿push force can vary, due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿. ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿. And ¿do not over-manipulate the sheath at any time¿. It is possible that difficulty, was encountered during delivery system advancement, so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts catch and puncture through the sheath shaft, and result in the bent struts. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A corrective action preventative action has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A corrective action preventative action (CAPA) has been initiated to capture further investigation and corrective/preventative action activities related to the high resistance, during delivery system insertion and valve frame damaged for s3u commander delivery system configuration. The CAPA is currently, on implementation phase. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required. However, per management discretion, a pra has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. The risk management worksheet documents the potential for difficulty to navigate catheter through anatomy. Resulting in surgical intervention, which did occur during this event.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-14141, investigation is ongoing.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, the patient underwent implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach. There was a lot of resistance when passing the delivery system with the crimped valve through the sheath and one of the valve struts bent and remained perpendicular to the direction of the prosthesis, protruding from the sheath. There was an iliac artery rupture due to the bent strut. Due to the injury, there was a retroperitoneal bleeding. The operators tried to intubate the patient, however air went to the stomach instead of the lungs. CPR was required. The patient underwent vascular surgery to repair the damage in the iliac and the vascular surgeons decided not to remove the delivery system. The delivery system was cut and the distal part of it was left in the patient´s artery and then a vascular bypass was done. The patient was moved to uci and was there 2-3 days. The patient started showing signs of myoclonus and expired three days after the tavi procedure.